Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error with open book image. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. On 08-may-2022, the customer alleged the pump having open book image. No critical pump error (open book image) alarm noted during boot up. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked select button keypad overlay, pillowing keypad overlay, cracked battery tube threads and cracked case behind the pump at the battery compartment during the visual inspection. Pump passed the sleep current measurement test, active current measurement test and self test. Pump failed the prime/seating test. Unable to perform the displacement, rewind, basic occlusion, force sensor and occlusion test due to prime/fill anomaly. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history on 05/08/2022 at 17:37:01.000 found pump error 4 alarm (linenumber = 2727, filenumber = 32122) and pump error 63 alarm (linenumber = 9926, filenumber = 2005) (variableinfo = 15). Pump was cut open and moisture damage on the pcb 1, motor and force sensor during the visual inspection. Force sensor zero offset out of specification (423.3 mv). The original force sensor was removed and installed in a test force sensor with the original electronics, case, internal battery and motor. Powered the pump on using the test battery and the pump seat properly during testing. Customer alleged not confirmed for the pump having open book image. However, found pump error 63 and 4 alarm in the pump history due to moisture damage on the pcb 1. Pump failed the prime/seating test due to moisture damage force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.